Event description:
It was alleged that the bag emptied of solution and the pump did not alarm. It was reported that the pt had an embolism, and was hospitalized and given add'l medications of manitol and glucosaline.